Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to erosion and infection. Additional information indicates that the antenna of the originally implanted device compressed the skin and exposed the main unit. There were no additional adverse patient effects reported. The pacemaker was explanted.